Event description:
It was reported that a pt developed swelling of the tongue and lips after use of an appliance fashioned using essix c+ plastic material. An acrylic retainer was fashioned and given to the pt to use as a result; there is no indication that intervention was required. The pt was seen twice following the reaction, and has reportedly been doing well since use of the acrylic appliance began.

Manufacturer narrative:
An allergic reaction to a retainer or aligner plastic would likely occur in the mouth under the area the appliance covers due to the close proximity of the plastic to the tissue. Without further info, it is not possible to determine if the reaction was the result of contact with the plastic material or other materials such as the stone, a spray, or disinfectant involved in construction of the appliance. However, since it is possible that the plastic is contributory to the reaction, and, because allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material, this event is reportable per 21 cfr part 803. The device was not returned for evaluation, and the lot number is not known for retained-product testing and/or DHR review.